Event description:
During routine testing of the device at the service center, the service technician observed an arterial module standard reference sensor failure during the start-up self diagnostic test. No other details regarding the nature of the event were provided. Since this event occurred during routine testing of the device, there was no patient involvement during this event.